Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently opened the bolus delivery screen and an incomplete bolus alert occurred. Subsequently, the customer delivered an unnecessary bolus. The customer's blood glucose (bg) level lowered to approximately 40 mg/dl. Customer's husband assisted by providing juice to the customer to treat bg. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). The customer acknowledged the explanation.